Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Further investigation has determined that this device is unrelated to the event.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2017 - 09672. 0001825034 - 2017 - 09673. 0001825034 - 2017 - 09674. Concomitant products: 010000702 g7 bonemaster ltd acet shl 50d lot 3899553. 010000934 g7 hi-wall e1 liner 36mm d lot 3917173. 51-199333 sirius hip stem 34-b lot 272940. 51-199301 sirius wingless centralizer lot unk. 650-0661 delta ceramic fem hd 36/0mm m t1 lot 2016101786. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported in the study the patient experienced lateral pain and tenderness upon palpatation of the left hip due to bursitis. The study reported no surgical intervention was necessary as it was treated with medication. The event was found to not be procedure or device related. The event was reported easily tolerated by patient, causing minimal discomfort and not interfering with everyday activities. The surgeon injected the patient with kenalog and lidocaine.